Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Manufacturer narrative:
(B)(4). Implant date: unknown date around 20 years ago. Concomitant medical products: unknown maxim femoral catalog#: ni lot#: ni, unknown maxim tibial tray catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right knee arthroplasty on an unknown date 20 years ago. Subsequently, the patient was being considered for a revision on an unknown date due to unknown reason. However, the revision procedure was cancelled. Attempts have been made and no further information has been provided.